Manufacturer narrative:
Suspect device received on may 12, 2021. Device evaluation completed on may 30, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 325cc it was identified a tear on the anterior view, near to the valve system. Microscopic examination was performed, and the cause of the deflation could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Documents received with the device showed date of explantation of (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent unspecified breast reconstruction with a mentor smooth round moderate profile 325cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result patient underwent bilateral replacement with unknown prosthesis on (B)(6) 2021.